Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted film on the lens. Functional evaluation revealed there was no live video output. The device did not get hot. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a damaged edge card or failed image board. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case-2020-00034769-1.

Event description:
It was reported that the camera head was getting hot. The incident occurred before the procedure. There was no delay and a backup device was available to complete the procedure with no complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.